Event description:
It was reported that the drill bit broke during a distal humerus fracture repair. All pieces were retrieved. The surgeon used another drill bit to complete the surgery without further incident. No adverse effect to the patient was noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. (B)(4). The chu engineer will evaluate if returned.